Event description:
It was reported that a malfunction alarm occurred with a malfunction code displayed as malf 0. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump and assisted with the process. After resetting, the malfunction code did not recur, and the customer was advised to call back if any issues reoccurred, which the customer acknowledged and understood.